Event description:
The staff was using a bariatric total care bed for a 450 pound pt. The staff had the pt turned on his left side. At this time, the right side of the bed started to lift off of the floor. The staff state that they were not pushing against the bed when it lifted. They placed weight on the right side of the bed to lower it back down to the floor.

Manufacturer narrative:
An assessment of the device has not yet been performed at the account.